Event description:
The customer reported that the vertical column lift was grinding. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the lift column and tested the system by raising and lowering the column. The system is operating as intended.